Event description:
A positive advia centaur troponin ultra result was obtained by the customer on a patient sample when run in duplicate and considered discordant when compared to the negative replicate test result. The patient sample was repeated in duplicate on another advia centaur system and the results were negative. The customer reported a negative troponin result. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
The cause for the one discordant positive result when compared to the negative duplicate test result and the negative repeat test results on a second advia centaur system is unknown. The customer's quality control results were within acceptable ranges and system maintenance performed at recommended intervals. No conclusion can be drawn.